Event description:
It was reported that the epg (external pulse generator) displayed an error code. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the encoder flex was intermittent (torn), the keyboard was changed as a preventive measure, and one side bail cover was broken.